Event description:
It was reported that during the initial implant procedure, twisting of the right ventricle (rv) lead was observed after multiple positioning attempts performed to find the optimal lead position for the anatomy of the patient. The rv lead was explanted and replaced to resolve the event.